Manufacturer narrative:
(B)(6).

Event description:
The customer reported the ventilator failed the extended self test due to the inhalaton autozero solenoid cannot open.the customer reported there was no patient involvement.